Event description:
During insertion into the micro catheter, the stent detached. Slight resistance was felt at the transition site from the y connector to the micro catheter. The stent was retrieved from the micro catheter. Another enterprise could be forwarded through the same micro catheter without any problem. The physician is an experienced enterprise user. The products were all new, with no noted damages, and were prepped according to the instructions for use (IFU). The distal tip of the enterprise was not re-shaped. The enterprise introducer was correctly seated in the microcatheter hub and the touhy was closed to secure it in place in order to allow the passage of the enterprise. After removal from the pt, there were no damages noted on the product. However, after the product analyzed, the stent was bent and the delivery system had an unraveled area.

Manufacturer narrative:
The device history record (DHR) review for the final assembly was done by lake region, the DHR for the subcomponent stent by nitinol devices & components and the parylene coating DHR by specialty coatings systems. The involved lots all met mfg spec requirements with no nonconformities. The enterprise delivery was returned extending distally from the introducer and the stent was received sealed within a capped specimen vial. A bent distal stent strut was noted with visual inspection on the returned enterprise. The delivery wire had bends and the distal coil was stretched. The distal coil presents a 2.40mm stretched region beginning 8.19mm from the distal tip with concurrent coil wrap mis-alignment between the distal end of the stretched region and the distal coil to core solder joint and the positioning coil presents a 2.50mm stretched region beginning 3.10cm from the distal tip with concurrent coil wrap mis-alignment between the distal end of the stretched region and the distal coil to core solder joint. The specimen delivery wire appears visually and dimensionally correct. The introduction procedure is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, there is backward movement of the introducer greater than 1.1mm, either intentionally to maintain uninterrupted flow of flush or unintentionally, the distal or proximal end of the stent will expand as it enters the gap. This will result in some noticeable resistance. The greater the gap, the greater the resistance. The damage to the stent appears to support this conjecture. The damage to the distal and positioning coils is not noted in the complaint documentation. The specimen delivery wire does not present any obvious indication of mfg defect or anomaly that could have contributed to the event as reported. Assignment of root cause for the event remains speculative and inconclusive, based on the info provided and the evidence presented by the sample article.